Manufacturer narrative:
The reportable malfunction associated with inomax dsir (B)(4) was documented and investigated under (B)(4). The device was returned to the distributor's regional service center (rsc) for evaluation. The distributor reported that they reproduced the injector module failure alarm and observed that pin 5 of the dsir plus head's im cable receptacle was damaged. A subsequent review of the device's service log by a mallinckrodt employee identified that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). The root cause for the low no alarm was likely due to the damaged im receptacle cable pin. As a result, the device's im cable receptacle was replaced by the distributor. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A distributor reported that one of their customers located in the (B)(6) experienced an injector module failure alarm with five different injector modules and two different injector module cables. It was reported that these injector modules and cables functioned appropriately when used with another inomax dsir device. The device was not connected to a patient at the time of the incident. No patient harm reported. The device was returned to the distributor for investigation. During service, pin 5 of the device's injector module (im) receptacle cable was observed to be damaged. Upon discovery of the damaged pin 5, mallinckrodt requested the device's service log for review. On (B)(6) 2021, a mallinckrodt employee identified that a low no alarm occurred while the device's injector module was reporting zero flow during review of the provided service log. A damaged pin 5 of the im receptacle cable in conjunction with a low no alarm with zero im flow meets the criteria of a reportable malfunction.